Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, when the surgeon fired the first set of devices, it was successfully fired without issue. After that 2nd reload was installed however the device did not fire. Thinking that the reload was the problem they then used the third reload together with the first handle however the issue still not resolve device was not able to be fire. The surgeon then used new handle with the third reload however nothing has changed the device still could not be fired. On the 2nd handle and fourth reload the device able to be fired, and the case was completed without any problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The distal end of the firing rod was bent. The cover tube which encases the shaft was rotated out of alignment. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged firing rod may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of cover tube rotated that has no relationship to the reported condition. Replication of this condition can occur if the cover tube is forcefully rotated while the instrument shaft is restricted or if an attempt is made to forcefully rotate a loading unit into the instrument prior to fully inserting the loading unit into the shaft. If information is provided in the future, a supplemental report will be issued.